Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that, incident 1 before transport to radiology, it was checked that the connection was properly screwed on. After the patient was transferred to the radiology table, the patient suddenly experienced a drop in blood pressure. It was then discovered that the connection of the threeway stopcock had come loose. Incident 2 during transfer from the operating table to the bed, circulatory collapse occurred and CPR was initiated. It was discovered that a threeway stopcock connected to the central venous catheter had come loose. The stopcocks involved in these incidents have not been retained unknown received additional information from vigilance report form on 5/7/2026 12:40 pm what was the outcome for the patient user? Could have caused death or serious deterioration in health more detailed description of the consequences for the patient user interruption of life sustaining infusions. During testing, we have found that it may feel as though the coupling is tightly tightened, but that it then only requires the hose coupling to be turned a quarter turn for the coupling to come loose. Often, several three way valves are connected in series, and it is not unlikely that these will be turned a quarter turn during, for example, a relocation.